Manufacturer narrative:
The patient experienced further events after discharge and was rehospitalized. At the 30 day follow-up, all complications had been completely resolved and the patient was pain free/complication free/and looking forward to going bowling. The patient had an unresponsive episode in the car on the way home from discharge on (B)(6) 2011 and was returned to the hospital and was readmitted with a change in mental status. She was again followed by cardiology and neurology services and was diagnosed with syncope related to orthostatic hypotension and was discharged with a loop monitor on (B)(6) 2011. This device is one of three products associated with this event. Please refer to MFR report # 9616099-2011-00777, 1016427-2011-00100, & 9616099-2011-00778 the product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
This device is one of three products associated with this event. Please refer to MFR report # 9616099-2011-00777, 1016427-2011-00100, & 9616099-2011-00778 the (B)(6) female patient was part of the (B)(4) study. The patient received a precise stent in the right internal carotid artery. During post-dilation, a powerflex balloon ruptured. Patient briefly went asystolic and hypotensive and required dopamine. MRI scan showed small acute infarcts bilaterally, right greater than left, most likely suggesting hypoperfusion revealing that the nature of the stroke was not related just to the balloon rupture. All symptoms were completely resolved within hours. Cerebral angio and cat scan was performed with no additional lesions or bleeds noted. Patient fully recovered without any additional intervention. The patient was not diagnosed with a stroke or tia. The patient returned to the hospital a few days later on (B)(6) 2011 with chest pain. She remained hospitalized until (B)(6). Apparently the patient has a history of cad and was referred for CABG in 2010. The patient had refused CABG at that time and was being treated medically. During this admission it was determined that the patient had a nstemi (non-st elevation mi. At the 30 day follow-up all complications had been completely resolved and the patient was pain free/complication free. The patient had an unresponsive episode in the car on the way home after discharge and returned to the hospital and was readmitted with a change in mental status. She was again followed by cardiology and neurology services and was diagnosed with syncope related to orthostatic hypotension and was discharged with a loop monitor. (B)(4). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15285500 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. (B)(4). Note: lake region lot number 10005460 which is cordis lot number 70311649. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10005460. This packaging lot contained 217 units, which were shipped from lake region medical on (B)(6) 2011. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. (B)(4). The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Hypotension, hypoperfusion and the resultant tia/cva are well-known potential adverse events associated with the carotid stent implantation procedure and are listed in the IFU as such. Cva symptoms occur when the blood supply to part of the brain is interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Cardiac arrest is a known potential adverse event associated with stent implantation procedures. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
The (B)(6) female patient was part of (B)(4) study. The patient received a precise stent in the right internal carotid artery. During post-dilation, a powerflex balloon ruptured. Patient briefly went asystolic and hypotensive, but rebounded on her own. Patient was noted with left sided weakness on the table. Cerebral angio and cat scan was performed with no additional lesions or bleeds noted. Patient fully recovered spontaneously without any additional intervention. The patient was not diagnosed with a stroke or tia. The angioguard was still inside the patient when the events occurred. Addendum ((B)(4) 2011): the patient returned to the hospital a few days later on (B)(6) 2011 with chest pain. She remained hospitalized until (B)(6). Apparently the patient has a history of cad and was referred for CABG in 2010. The patient had refused CABG at that time and was being treated medically. During this admission it was determined that the patient had a nstemi (non-st elevation mi) and was again referred for CABG. The patient was evaluated, but determined to now be too high of a surgical risk and not a candidate for CABG. She eventually went to the cath lab and had 2 stents placed to the rca. This was determined to be not-related to the carotid stent procedure, but to her pre-existing coronary disease. Addendum (10/10/2011): per the neurologist: "during the procedure the balloon that would occlude distally apparently ruptured and the patient lost pulses, had a brief asystole, 4 seconds of hypotension. She developed left-sided weakness. She required dopamine and further investigation related to this new problem. MRI scan shows small acute infarcts bilaterally, right greater than left, suggesting most likely hypoperfusion with the bilateral nature of the stroke not just related to the rupture of the balloon." All symptoms were completely resolved within hours.